Manufacturer narrative:
(B)(6). Device is a combination product

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and performed additional inflation then found out that the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported.